Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After the patient experienced a fall, noise appeared on both the ra and rv leads. There was also intermittent loss of capture. This lead remains implanted.